Event description:
The pt was operated. The left hemicolectomy procedure was initially laparoscopic but was converted to open. The procedure appeared to go well and the pt was returned to the ward. From then on the pt did not seem to recover well and a CT scan was performed. It was found that the pt has a very small leak at the point of the anastomosis. The pt is being managed conservatively and has not undergone any further surgery.